Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a resolute integrity device. The device was removed from packaging per IFU and inspected with no issues noted. It was reported that a balloon burst occurred during stent deployment, so it wasn't possible to proceed with the expansion of the stent. Inflation difficulties were reported. No resistance was encountered when advancing the device and excessive force was not used during delivery. No patient injury was reported.